Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, there was a pinhole in the proximal section of the body of the balloon. It is possible that the technique used by the physician or the interaction with the scope during the ercp procedure, could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Correction: block h6 and h10 block h6: problem code 1504 captures the reportable investigation finding of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, there was a pinhole in the proximal section of the body of the balloon. It is possible that the technique used by the physician or the interaction with the scope during the ercp procedure, could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details).